Manufacturer narrative:
(B)(4). Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the delivery accuracy test at 0.08705 inches. No excessive no delivery alarms noted.

Event description:
The customer reported via phone call that the insulin pump had a motor anomaly. The customer¿s blood glucose level was unknown. Troubleshooting was not performed. The product will be returned for the analysis.